Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s touchscreen fractured while the user was working on a farm and the screen became unreadable with white lines; the user removed the pump after noticing the damage, and the device had been synced prior to shutdown. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.